Event description:
It was reported that, the right ventricular lead was capped and replaced due to high, out of range pacing lead impedance and high pacing threshold. It was noted that the patient was in excellent condition after the replacement procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.